Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
This unit was returned to a covidien service center as a back to stock unit. Upon triage, a service tech found that the power cord was damaged with exposed internal copper wires making it an electrical hazard.